Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The reported events of premature discharge of battery, and capturing problem were not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal settings found normal functionality. Further evaluation at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Further capture analysis found normal capture parameters. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion and high capture threshold. No intervention was reported. The patient was stable and asymptomatic.